Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. For each order of troponin t hs, the customer performs both the 18-minute and 9-minute short turn around time (stat) application of the assay. The 18-minute application of the assay will be documented as troponin t hs. The 9-minute application of the assay will be documented as troponin t hs stat. The initial troponin t hs result was 24.7 pg/ml. The initial troponin t hs stat result was 39.8 pg/ml. These results were reported outside of the laboratory. The patient was sent to the emergency room (ER) via ambulance where a new sample was obtained. The 2nd sample troponin t hs result was 9.30 pg/ml. The 2nd sample troponin t hs stat result was 9.64 pg/ml. Since the results were lower, the patient was released with no treatment. The customer was informed of the difference in results and they repeated the initial sample. The original sample was repeated with a troponin t hs result of 15.7 pg/ml. The original sample was repeated with a troponin t hs stat result of 17.2 pg/ml. The 2nd sample from the ER was also repeated. The 2nd sample was repeated with a troponin t hs result of 9.03 pg/ml. The 2nd sample was repeated with a troponin t hs stat of 9.02 pg/ml. The cobas e801 module serial number was (B)(4).

Manufacturer narrative:
The customer complained of discrepant results for an additional patient sample (patient 2) tested on (B)(6) 2023. For each order of troponin t hs, the customer performs both the 18-minute and 9-minute short turn around time (stat) application of the assay. Note: the 18-minute application of the assay will be documented as troponin t hs. The 9-minute application of the assay will be documented as troponin t hs stat. The initial troponin t hs stat result was 106 pg/ml. The initial troponin t hs result was 16.4 pg/ml. A 2nd sample was obtained and the result was also approximately 17 pg/ml. The initial sample was also repeated and the result was 17.5 pg/ml.

Manufacturer narrative:
The investigation reviewed sample foam detection (sfd) images from the customer. There were approximately 100 sample-related alarms in a one-month time period. The majority of the samples showed an oily substance or other small particles on the surface. These issues typically occur if the sample tubes are stored outside of the recommended temperatures, centrifuged at too low of a temperature, or other quality issues with the sample tubes. The investigation determined the event was due to pre-analytical handling issues. The investigation did not identify a product problem.